Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 80mg/dl. Troubleshooting was performed, no damage to the drive support cap noted. While the customer was testing, a no delivery alarm occurred. The customer mentioned that there is a crack from the reservoir straight to the bottom of the device. Advised the caller to discontinue the use of the device and revert to back plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion and displacement test. However, the device was unable to prime during the prime test as a result of a slightly loose drive support disk. Unable to confirm the motor error alarms. The motor was tested outside the device and passed. The unit was received with cracked display window corners, cracked reservoir tube, and scratched screen.